Event description:
Bolus stuck in down position.

Manufacturer narrative:
The sample has been received for eval and investigation, and is currently being tested. The info contained herein is based on the info provided by the initial reporter. The report stated that the bolus button on the pca stuck in the down position during use. No adverse event occurred. The results of testing will be provided in a follow-up report. The device history record for lot 822312 was reviewed, and all manufacturing operations were found to be within specification. The lot history was reviewed adn this is the only complaint of a stuck button for lot 822312. In addition, retain samples from lot 822312 are being tested and the results will be provided in a follow-up report. This report is still under investigation.